Manufacturer narrative:
There was no death or device malfunction contributing to the defibrillation event. There is no information to suggest that the patient sustained a serious injury. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered a treatment defibrillation. The associated ECG strips of the treatment event could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation.

Event description:
Download data revealed that the patient was treated on (B)(6) 2018. The circumstances surrounding the treatment are unknown. The response buttons were not pressed during the event. The patient's ECG rhythm at the time of the treatment is unknown. It is unknown whether the treatment was appropriate or inappropriate. The patient did not seek medical attention following the treatment. This event is being reported out of an abundance of caution.